Event description:
It was reported that the patient presented to surgery with degenerative disease with severe stenosis at l2-3 above a previous l3-s1 fusion. Patient underwent a procedure for wide decompressive laminotomy l2-3 bilaterally, posterior spinal fusion l2-3 with titanium globus instrumentation, tlif l2-3 with signature cage placement, local bone graft, and bmp, removal of previous fusion hardware. At three weeks post-op, the patient underwent an additional procedure to revise the posterior hardware due to malposition of left l2 screws. During the procedure, gross deep spinal wound infection was found and irrigation and debridement was done.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.